Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12th of june 2020, getinge became aware of an issue with powerled surgical light. As it was stated, the underside cover cracked and piece of cover was found to be missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. The surgical light involved in the event is powerled (700+ sf hd r k3) with serial number (B)(6) , catalog number ard568370939. Manufacturing date is 21st of april 2015. It was established that when the event occurred, the surgical light did not meet its specification due to detachment of plastic particles from the underside cover and it contributed to event. It was reported that when the event occurred the device was not being used for patient treatment and has not led to any injury nor death. The performed investigation, which includes device history review, excluded any manufacturing anomalies and design issues. The investigation performed concludes the most probable root cause of this incident was that user has damaged the underside cover with another object when setting headlight¿s position. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 12th of june 2020, getinge became aware of an issue with powerled surgical light. As it was stated, the light lens cracked and some pieces of those lens were found to be missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. Manufacturer's reference number: (B)(4).